Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "system locked up" (operating system becomes non-functional), "system messages occurring" (device displays error message). A nurse reported the system locked up in the middle of surgery. A system message was received needing to reboot to clear the message and complete the case. No pt impact was reported.

Manufacturer narrative:
During the onsite investigation, the territory manager (tm) replaced the fluidics module to address the issue. A system message 3357 (extraction cross connection valve error) was mentioned as a diagnostic code. The service test procedure was performed and the system met specification. A visual assessment of the returned fluidics module revealed no obvious visual nonconformity that may affect the module's functionality. The fluidics module was functionally tested in a known good system. The reported system message 1006 was unable to be replicated or confirmed. Also, the system message 3357 noted in the service request was unable to be replicated or confirmed. The fluidics module was also tested on a fluidics module test station and an air leak was audible coming from the lower part of the fluidics module and was found to be the relief valve. It was making contact with the bottom faceplate and when the fluidics module is situated on a flat surface, the valve head is slightly depressed. Also, during the test, the 45 psi test point was found to be low at 41.5 psi. The regulator was adjusted appropriately. All other subtests were passed on the fluidics module test station. Although no system message was triggered when the fluidics module was tested on a system, it is unk if these pressure issues are related to the system message 3357. A root cause cannot be determined because the issue was not replicated. A review of complaints for the last 24 months indicates no additional related reports for this system. (B) (4). (B) (4). (B) (4).